Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) felt as though one of the cylinders had ruptured causing the device to no longer function. A surgical procedure has been scheduled in the coming days to revise the implanted ipp. No patient complications were reported. This device remains implanted. Additional information was received that the scheduled revision procedure was performed as planned. The existing ipp was removed and a new device implanted; it was noted that the chronic reservoir could not be removed in its entirety. A rupture of the right cylinder was observed upon explant that the physician believed resulted from normal wear of the device as it had been implanted for approximately 9 years. There were no patient complications. The explanted cylinders are expected for return.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) felt as though one of the cylinders had ruptured causing the device to no longer function. A surgical procedure has been scheduled in the coming days to revise the implanted ipp. No patient complications were reported. This device remains implanted.